Event description:
Additional information received reported that the implantable neurostimulator (ins) was broken, and the patient was waiting to get it out. She had a fall and hit it just right. The patient wanted to know if it was ok to get a pain pump.

Event description:
It was reported that right before christmas the patient fell and hit her back right where the stimulator was implanted and currently it was broken and the battery would not charge anymore. The patient started using a walker now she was walking on her own. The patient scheduled an appointment because ¿the electricity in her stimulator was not working.¿

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).